Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. The migration was confirmed via x-ray. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the lead was repositioned. Effective therapy was established post-operatively.